Manufacturer narrative:
Reliability analysis evaluated five opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 425 mg/dl. The customer treated the high blood glucose readings with the pump. The customer stated that the alarm was resolved by a complete set change. The customer stated that the alarm did not occur during manual prime. The customer stated that she received the no delivery during basal. The customer stated that she received another no delivery during a bolus. The customer was not able to troubleshoot during the time of call. The customer declined to troubleshoot for high blood glucose readings.